Manufacturer narrative:
(B)(4) a visual inspection test was performed on a sample returned from the customer. While performing the visual inspection test it was found the received sample with no identification, and it was not received in its original packaging. The suture received was visually inspected and it was observed that on one side of the suture, the needle hr26 was received detached, possibly due to a cutting on that suture section. The other side, the bullet tc-43 was found properly attached to the suture. No suture disintegration condition was observed, and no other issues were found that can lead to this customer complaint. As a functional inspection test received sample was tested in the pull tester and no issues were found since the received sample did not disintegrate as it is described in this customer complaint, passing the pull test with a result of 8.26 lb. (Pull test specifications above the individual minimum expected of 5.8 lbs.) Sample was received with no lot number identification, however previous to the received of this sample 3 possible lot numbers were received (74b2301292, 74b2301300, & 74d2301055). The device history record of batch number 74b2301292 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports w ere originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. The DHR records shows that the tension qa inspection tests met the specifications above the individual minimum expected of 5.8 lbs, the average of the results obtained was 8.38 lbs. Additionally, after sterilization process, attachment strength test was performed to the product and the results were acceptable according to the specifications of minimum individual of 5.0 lbs and its notice that average obtained result was 8.153 lbs. The device history record of batch number 74b2301300 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. The DHR records shows that the tension qa inspection tests met the specifications above the individual minimum expected of 5.8 lbs, the average of the results obtained was 9.36 lbs. Additionally, after sterilization process, attachment strength test was performed to the product and the results were acceptable according to the specifications of minimum individual of 5.0 lbs and its notice that average obtained result was 9.513 lbs. The device history record of batch number 74d2301055 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. The DHR records shows that the tension qa inspection tests met the specifications above the individual minimum expected of 5.8 lbs, the average of the results obtained was 9.36 lbs. Additionally, after sterilization process, attachment strength test was performed to the product and the results were acceptable according to the specifications of minimum individual of 5.0 lbs and its notice that average obtained result was 9.513 lbs. According to the warning section of IFU: "warnings. Store at room temperature. Avoid prolonged exposure to elevated temperatures. Two important characteristics describe the in vivo performance of absorbable sutures: first, tensile strength retention, and second, the absorption rate (loss of mass). Monodek monofilament synthetic absorbable suture has been formulated to minimize the variability of these characteristics and to provide wound support through an extended healing period. The results of in-vitro bench test studies of monodek monofilament synthetic absorbable suture in buffered saline solution at 37 degrees centigrade (body temperature) indicate that approximately 70% of its original straight tensile strength remains after two weeks at body temperature. At four weeks of body temperature exposure in the buffered saline, approximately 50% of its original strength is retained, and at six weeks, approximately 25% of the original strength is retained. This trend in strength loss with time for other polydioxanone sutures is confirmed by several in vivo studies reported in the medical literature. A review of the medical literature indicates that implantation studies in rats show the absorption (mass loss) of these sutures is minimal until about 3 months of implantation and the absorption (mass loss) is essentially complete within six months. Polydioxanone polymer has been found to be nonantigenic, nonpyrogenic and elicits only a slight tissue reaction during absorption" customer complaint cannot be confirmed since the suture received was visually inspected and no disintegration issues were found that can lead to this customer complaint. Additionally as a functional inspection test received sample was tested in the pull tester and no issues were found since the received sample did not disintegrate as it is described in this customer complaint, passing the pull test with a result of 8.26 lb. (Pull test specifications above the individual minimu m expected of 5.8 lbs.).as part of the activities of this evaluation, personnel from the manufacturing process were notified for awareness of this complaint report. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the suture material disintegrated and appeared to degrade. The issue was identified prior to patient use. No harm, injury, or adverse consequences were reported. The event was resolved by using a new suture from a different box, which functioned as expected. The patient's condition is reported as stable."

Event description:
It was reported that "the suture material disintegrated and appeared to degrade. The issue was identified prior to patient use. No harm, injury, or adverse consequences were reported. The event was resolved by using a new suture from a different box, which functioned as expected. The patient's condition is reported as stable."

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed based only on the information provided, to perform a proper evaluation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. The device history records of batch numbers were reviewed and no issues or discrepancies were found which could potentially be related to this complaint. The DHR records shows that the tension qa inspection tests met the specifications. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available. If the sample becomes available this investigation will be updated with the evaluation results. However, manufacturing and quality personnel were notified about this complaint for awareness. Complaints of this type will continue to be monitored via periodic reviews to evaluate if any trend exists. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the suture material disintegrated and appeared to degrade. The issue was identified prior to patient use. No harm, injury, or adverse consequences were reported. The event was resolved by using a new suture from a different box, which functioned as expected. The patient's condition is reported as stable."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.